Event description:
Difficulty was encountered passing the iab through the introducer sheath via the right femoral artery. Because of this, the iab was removed. The pt expired later of causes unrelated to this event.